Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when doing inflation during pre-test the water abnormally remained in the pilot balloon and had difficulty entering the cuff, and resistance was observed. The same problem seemed to occur during deflation. Additionally, it seemed to be uneven inflation on both sides of cuff. The device is available for investigation. Event occurred during pre-test in taiwan. There were no patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2026-00792-00 for details pertinent to this this event.